Event description:
It was reported to medtronic neurosurgery that a delta shunt was implanted into the patient on (B)(6) 2014. On (B)(6) 2014 the physician saw enlargement of the patient's ventricles, so they revised the delta shunt on (B)(6) 2014.

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. The patient's current status was reported to be good. (B)(4)

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. Additional patient/device information: it was reported to medtronic neurosurgery that the patient condition is good. Additional information regarding full name of physician and patient initials was received. (B)(4)